Manufacturer narrative:
Investigation included a review of user-reported blood glucose information and device use context. Investigation of this case revealed insufficient evidence to identify a device malfunction or user error. It was concluded that the cause of the hypoglycemic event could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced an episode of hypoglycemia while using the ilet, with a reported continuous glucose reading of 58 mg/dl and a confirmatory fingerstick of 77 mg/dl, accompanied by subjective symptoms of feeling low; the user self-treated with oral carbohydrates including oatmeal with sugar, rice pudding, and cake. Symptoms included signs consistent with low blood glucose. Outcomes included self-management at home without escalation of care.